Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments and analyzed. An inner insulation breach metal iron oxidation was noted. The proximal conductor was found to be distorted and cut. Outer insulation cosmetic environmental stress cracking was noted and all insulators were breached cut.

Event description:
It was reported that the leads were returned with no information, analyzed and subsequently tested out of specification. No patient complications have been reported associated with this product.